Event description:
The company was informed that the pt underwent MRI procedure with internal magnet in place. The pt reportedly is experiencing pain at the implant site and currently experienced retention issues. Advanced bionics is in the process of gathering additional information. When more information becomes available, a f/u report will be sent.